Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12190. It was reported the patient lost stimulation coverage. Multiple reprogramming sessions were only able to restore partial coverage of the established pain pattern. Surgical intervention is scheduled to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.